Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Results of investigation: the field service representative (fsr) evaluated the suspect device and installed the main printed circuit board (pcb). The fsr performed the user verification test (uvt) and operation verification procedure (ovp). The suspect device is within manufacturer specifications. The main pcb was returned to carefusion's failure analysis lab where the reported issue was duplicated in the laboratory setting. The reported issue was isolated to a failed pressure transducer that will be internally investigated within carefusion.

Event description:
The customer reported transducer fault on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.